Event description:
Reprise iii study: it was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve involving successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all according to the instructions for use(IFU) . Two days post index procedure, the patient was discharged with aspirin and clopidogrel. Post procedure event summary: 1436 days post index procedure, computed tomography(CT) scan revealed aortic valve vegetation. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered. It was further reported that 1436 days post index procedure, the patient presented to the emergency room(ER) with sharp chest pain.in the ER, cardiac troponins were found to be elevated with a peak of 0.155 ng and noted to be down trending. Additionally, there was a significant increase in count of white blood cells(wbc). The patient was hospitalized for further evaluation and treatment. Physical examination revealed, shortness of breath, bibasilar crackles, ventricular paced underlying atrial flutter and pedal edema. On the same day, 2 bottles of blood cultures drawn, tested positive for gram positive cocci in chains and suspected to be streptococcus sanguinis.the patient was suspected to have bacterial endocarditis and hence started on ceftriaxone and vancomycin. At the time of reporting, the event was considered not recovered. The patient was discharged on rocephin the same day. In (B)(6) 2020, surgical aortic valve replacement (savr) was performed to replace the lotus valve. The lotus valve was explanted. The event was considered recovered. It was further reported in (B)(6) 2020, the patient developed exacerbated congestive heart failure(chf). In (B)(6) 2020, post savr, the patient's condition was noted to be stable. Four (4) days later, the patient was discharged on the same day on apixaban and aspirin.

Manufacturer narrative:
New information: b5:describe event or problem: updated b6: relevant tests/laboratory data :updated d7: explant date: updated.

Event description:
Reprise iii study it was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve involving successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all according to the instructions for use(IFU) . Two days post index procedure, the patient was discharged with aspirin and clopidogrel. Post procedure event summary: 1436 days post index procedure, computed tomography(CT) scan revealed aortic valve vegetation. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered. It was further reported that 1436 days post index procedure, the patient presented to the emergency room(ER) with sharp chest pain.in the ER, cardiac troponins were found to be elevated with a peak of 0.155 ng and noted to be down trending. Additionally, there was a significant increase in count of white blood cells(wbc). The patient was hospitalized for further evaluation and treatment. Physical examination revealed, shortness of breath, bibasilar crackles, ventricular paced underlying atrial flutter and pedal edema. On the same day, 2 bottles of blood cultures drawn, tested positive for gram positive cocci in chains and suspected to be streptococcus sanguinis.the patient was suspected to have bacterial endocarditis and hence started on ceftriaxone and vancomycin. At the time of reporting, the event was considered not recovered. The patient was discharged on rocephin the same day. (B)(6) 2020, surgical aortic valve replacement (savr) was performed to replace the lotus valve. The lotus valve was explanted. The event was considered recovered.

Event description:
Reprise iii study: it was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve involving successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all according to the instructions for use(IFU) . Two days post index procedure, the patient was discharged with aspirin and clopidogrel. Post procedure event summary: 1427 days post index procedure, computed tomography(CT) scan revealed aortic valve vegetation. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered. It was further reported that on (B)(6) 2020, 1426 days post index procedure, the patient presented to the emergency room(ER) with sharp chest pain.in the ER, cardiac troponins were found to be elevated with a peak of 0.155 ng and noted to be down trending. Additionally, there was a significant increase in count of white blood cells(wbc). The patient was hospitalized for further evaluation and treatment. Physical examination revealed, shortness of breath, bibasilar crackles, ventricular paced underlying atrial flutter and pedal edema. On the same day, 2 bottles of blood cultures drawn, tested positive for gram positive cocci in chains and suspected to be streptococcus sanguinis.the patient was suspected to have bacterial endocarditis and hence started on ceftriaxone and vancomycin. At the time of reporting, the event was considered not recovered. The patient was discharged on rocephin the same day. In (B)(6) 2020, surgical aortic valve replacement (savr) was performed to replace the lotus valve. The lotus valve was explanted. The event was considered recovered. It was further reported in (B)(6) 2020, the patient developed exacerbated congestive heart failure(chf). In (B)(6) 2020, post savr, the patient's condition was noted to be stable. Four (4) days later, the patient was discharged on the same day on apixaban and aspirin. 1426 days post index procedure, the subject presented to the emergency department with worsening shortness of breath. The subject was on home oxygen therapy with no improvement in symptoms. On the same day, chest x-ray was negative for acute cardiopulmonary process. Lab tests indicated an elevated probnp value of 1810 pg/ml (reference range: 0-900 mg/ml). The subject was diagnosed with congestive heart filure(chf) exacerbation and hospitalized for further evaluation and treatment. Diuretic therapy with IV lasix was initiated with output of 4 liters of fluid. On 20-may-2020, the subject experienced rectal bleeding with pain overnight. At the time of the event, the subject was on aspirin and eliquis, which was stopped for a possible colonoscopy. On 22-may-2020, the subject was discharged home on aspirin, lasix and antibiotics with recommendation to follow-up with scheduled colonoscopy and hold eliquis until after the procedure. On 28-may-2020, 1436 days post index procedure, the subject presented to the emergency department with acute onset of sharp, stabbing left sided chest pain worsening with movement of the body. In the emergency department, cardiac troponin levels were found to be elevated with peak troponin level = 0.155 ng. Troponin elevation was in the elevated aortic valve gradient level. CT scan was negative for pulmonary embolism. The subject was hospitalized for further evaluation and treatment. In view of the elevated mean gradient across the aortic valve and low-grade fever noted during the previous hospitalization for congestive heart failure, a 4d CT was recommended for possible endocarditis. On the same day, blood cultures (2 bottles out of 4 bottles) were positive for gram positive cocci in chains; streptococcus sanguinis. Based on echocardiogram performed on (B)(6) 2020 and 4d CT findings, the subject was diagnosed with prosthetic aortic valve bacterial endocarditis . Ceftriaxone and vancomycin were initiated. The subject was on aspirin and eliquis for anticoagulation. The subject was discharged on IV rocephin the same day. On (B)(6) 2020, 1503 days post index procedure, the subject underwent planned surgical aortic valve replacement (savr) with a 25 mm non-boston scientific tissue valve. The previously implanted infected lotus valve was removed. Subsequent blood cultures remained negative for bacterial growth. On (B)(6) 2020, the event of endocarditis was considered as recovered. On the same day, the subject was discharged home on aspirin and eliquis. At the time of reporting, the event of chf exacerbation was considered recovering.

Manufacturer narrative:
B3 date of event corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
(B)(6). It was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve involving successful repositioning of the lotus valve with partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all according to the instructions for use(IFU) . Two days post index procedure, the patient was discharged with aspirin and clopidogrel. Post procedure event summary: 1436 days post index procedure, computed tomography(CT) scan revealed aortic valve vegetation. Hospitalization was prolonged and the event was treated medically. At the time of reporting, the event was considered not recovered.